Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the 1.5mm rotapro atherectomy system. The burr catheter was received attached to the advancer unit. Analysis of the advancer, handshake connections, sheath, coil, burr and annulus included microscopic and visual inspection. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. The device stalled immediately. The burr catheter was then removed from the advancer, and the device was attempted to run again, and the device again stalled immediately. The advancer was disassembled, and there was no observed damage to the ultem or turbine.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention with coronary atherectomy in the mid left anterior descending artery. During the procedure, the burr would not maintain a consistent speed on the console. The speed kept jumping up and down between 140,000 rotations per minute (rpm) and 190,000 rpm. The pressure, the drip, and all the connections were checked, but everything appeared to be fine. The fiber optic cables were flipped around, but nothing resolved the problem. The procedure was successfully completed with the original devices despite the issue. No patient complications were reported, and the patient was stable post procedure.